Manufacturer narrative:
Implant date: (B)(6) 2019; exact implant date is unknown.

Event description:
A report was received that the patient experienced high impedances and no longer had good coverage. The patient underwent a lead explant procedure due to high impedances on many of the contacts. During the explant procedure, the lead was cut into two pieces by the physician. The patient was doing well post operatively and was receiving good coverage.

Event description:
A report was received that the patient experienced high impedances and no longer had good coverage. The patient underwent a lead explant procedure due to high impedances on many of the contacts. During the explant procedure, the lead was cut into two pieces by the physician. The patient was doing well post operatively and was receiving good coverage.

Manufacturer narrative:
Implant date: (B)(6) 2019; exact implant date is unknown. Additional information was received that the complaint of high impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exited the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.